Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The pod was returned and evaluated. Blood was observed on the soft cannula of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. A tear was found in the unexposed portion of the soft cannula. The tear was observed 5.36mm away from the nail head. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. Corrosion was observed on the batteries due to this leak. The downloaded data suggests no issues with delivery of insulin. No timeouts or drive stalls were observed in the downloaded data. Although the data does not show struggle to deliver insulin, an internal tear disrupts proper drug delivery.

Event description:
It was reported the patient's blood glucose level rose to 30 mmol/l (540 mg/dl) while wearing the pod between 1 and 4 hours. The patient experienced pain and bleeding at the infusion site (abdomen).